Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the large volume infusor was leaking into the overpouch. The device was filled with cefazoline. The leak was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: this lot was manufactured from october 15, 2014 to october 16, 2014. Evaluation summary: the device was not available for evaluation; however, the customer did provide a photograph for evaluation. An inspection of the photograph did not identify evidence of a leak. Should additional relevant information become available, a supplemental report will be submitted.